Event description:
Rptr became sick 11/1/89. She became faint, sob, and felt like she was going to die. Taken to hosp by ambulance. Diagnosed with vagal attack. Since this date she has been ill with joint pain. She is chronically tired, has dizziness, chronic sore throats, sob, palpitations, memory loss, and is unable to work full time. On 10/90, diagnosed with fibromyalgia. On 8/94, diagnosed with fatigue syndrome.